Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown.  The patient was hospitalized for ten days for the peritonitis and was treated with unspecified antibiotics (dose, route and frequency not reported). At the time of the report, the patient had recovered from the peritonitis. It was not reported if pd therapy was ongoing. No additional information is available.